Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sept2019. The manufacturer's field service engineer (fse) encountered failing leak test failure. The fse replaced the blower assembly to address the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported failing low pressure leak test. There was no patient involvement.